Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states "delayed wound healing and/or early or late postoperative infection and allergic reaction. Infection can lead to failure of the joint replacement." This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2016-05079 / 05080 /05081 / 05082 / 05083).

Event description:
It was reported patient underwent left hip revision. Subsequently patient experienced superficial infection as well as a urinary tract infection on 8 days post-implementation.

Manufacturer narrative:
This follow up report is being filed to relay additional information. This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k051569.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a UK MFR number.